Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced itchiness at the cardiac resynchronization therapy defibrillator (crt-d) surgical site, the incision was pustule, and a superficial incisional infection was noted. Antibiotics were prescribed and a surgical excision with debridement of the superficial layer was performed. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.